Manufacturer narrative:
The date of event reflects the date of notification that the pump will be returned for evaluation. Approximate age of device - 1 year and 5 months. The device was returned for investigation. The evaluation is not yet complete. Notification was received from the customer that the pump would be returned for evaluation. No specific information regarding the device or patient was provided. Multiple attempts to obtain additional information have been unsuccessful. This is being conservatively reported with the assumption that the device was not explanted for a routine transplant or patient recovery. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump is returning for evaluation. No further information was provided.

Manufacturer narrative:
The explanted device was returned to the manufacturer. Although a reason for the return of the device was not communicated, the presence of thrombus was confirmed through the evaluation of the returned lvad pump. The device was returned assembled with the driveline cut approximately 11¿ from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port with the sealed outflow graft returned detached from the device and the remainder of the sealed outflow conduit (outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned detached from the device. Examination of the rotor inlet upon disassembly of the pump revealed thrombus formations surrounding the bearing cup within the distal side of the inlet stator, as well as the bearing ball of the rotor. These thrombi appeared to have developed as one formation that was pulled apart as a result of the pump disassembly process. The laminated structure of the deposition surrounding the bearing ball and the areas of denaturation surrounding the bearing ball and bearing cup indicate these depositions were present while the pump was in operation supporting the patient. Examination of the pump upon disassembly revealed a tissue-like deposition along the distal end of the rotor. This deposition was unstructured. Furthermore, it lacked lamination and denaturation and no contact marks were exhibited on the distal end of the rotor which suggests the deposition developed acutely. A root cause for the formation of the observed depositions and a duration for which these depositions were present in these locations could not be determined through this evaluation. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information as provided. The manufacturer is closing the file on this event.